Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was done under general anesthesia. A computed tomography (CT) scan was taken on (B)(6) 2022. The images show gel bifurcated at the apex as well as a significant air bubble in the gel. The spaceoar was placed at midline but also discontinuous in the left lateral region. It was moved inferiorly towards the midgland and there did not appear to be any areas of definite infiltration, but there was a slight area of the rectum at 1 o'clock position that appeared to bulge up. The patient was undergoing treatment and received stereotactic body radiation therapy (sbrt).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.